Event description:
On (B)(6) 2011, I was implanted with 2 essure birth control devices which was never implanted properly from day one. My left coil is more distal and into my uterus causing a excruciating, sharp pain on the left. In addition to this I have been experiencing heavy menstrual bleeding, anemia, spotting in between periods, painful sex, fibroids, cysts, migraines, low back, hip, and leg pain, dental problems, diabetes unable to be controlled despite dietary changes and medication, brain fog, mood swings, depression, etc. My health has substantially declined.